Event description:
Condition involves the sc 6002xl patient monitor and infinity network docking station. The customer reported that they had disabled the alarm speaker volume on the monitor, while it was connected to the network docking station. The monitor was then turned "off" while it was still on the docking station. Then the monitor was removed from the network docking station and broght the monitor to a different location. The monitor was turned back "on" in a stand-alone configuration and then a new patient was admitted to the monitor. After the new patient as admitted, they reported that the acoustical alarm switched to "off" and a crossed speaker icon was displayed on the monitor, indicating the speaker volume is turned "off". The customer reported that when an asystolie event occurred with the new patient, no accustical alarm was annunciated. No patient status information was provided per request of the customer.